Manufacturer narrative:
The pump is not returning to the manufacture for evaluation, as the hospital staff accidentally disposed of it. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was transplanted but that he also showed evidence of hemolysis prior to transplant. The vad coordinator also reported that the patient was known to be a "bleeder".